Event description:
The hcp reported that the pt has recently noted a change in pain efficacy. At refill the expected reservoir volume was 3.7 ml and the actual reservoir volume was 14 ml. The hcp has "had a few dosing increases in the past and no improvement". Final pt outcome is unk.